Manufacturer narrative:
Diasorin (B)(4) received a complaint from a customer stating that two samples resulted positive with the liaison sars-cov-2 igg assay, but negative using other testing methods. Based on data analysis, two samples (samples (B)(6)) out of 30 presumed negative samples tested, resulted positive with the diasorin assay. Samples were tested with novatec elisa covid igg test and resulted as positive; they were also tested with the eua cellex lateral flow test and both of them were negative. Since no information was available about comparison with these other methods and samples were not collected pre-covid, these results should have been excluded since another igg method also gave a positive result. Therefore, resulting overall specificity was of 100% and no product problem was identified. In addition, the customer forgot the on-board reagent stability is only valid for 1 week and, on (B)(6) 2020, diasorin positive control showed the flag "reagentobsexpired". The customer also notified that the two discordant samples resulted as negative with three other eua methods including ortho. The customer was asked to perform further troubleshooting and repeat testing of the discordant samples, but it was not possible as there was limited sample volume. Based on review of internal testing, the liaison sars-cov-2 s1/s2 igg lot 358007 met specifications for sensitivity and specificity. Variation may be generally expected when a test is detecting antibodies since different antibodies families are present depending on the patient and can be detected in different way by different antigens and/or methods. In addition, differences between methods might be observed because of different kind of solid phase and different viral antigen preparation and concentration origins. The issue reported could be related to the specific tested samples and the competitor method used. The complaint was classified as not confirmable. As reported in the IFU, the liaison sars-cov-2 s1/s2 igg assay and its clinical performance were based on clinical sensitivity defined by pcr positive; no comparison studies with other serological tests are available and differences with competitors assay may be expected and cannot be related to product deficiencies.

Event description:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant changes in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death. Diasorin (B)(4) received a complaint from a customer stating that two samples resulted positive with the liaison sars-cov-2 s1/s2 igg assay, but negative using other testing methods.